Manufacturer narrative:
The lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample was returned for evaluation and the following was observed: the fiber and sheath were returned for evaluation. The gold tip was not returned. The fiber is 66.7cm in length. Specification is 70.7cm, +.3cm/-.0cm. Burn back is present. There was a charred tip at the end of the fiber that broke off during evaluation and was not recovered. The sheath is 63.3cm in length. Specification is 64.6cm +2cm. About 1.5cm of the sheath has melted completely away leaving only the metal braid. The sheath loc is secure and in place. The complaint investigation has been confirmed during the evaluation of the returned sample. The fiber and the sheath were returned for evaluation. The fiber was locked in place in the sheath, the sheath had melted back approximately 2cm, the fiber had burned back inside the sheath and the gold tip section was not returned. The exact cause of the complaint is unknown. Based on the evaluation of the fiber burn back and the melted sheath it is possible the complaint was caused due to a break in the fiber. It is unknown when this break occurred. A corrective action has been opened to address this type of complaint. During the review of the manufacturing records it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for tends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Gold tip came off fiber, fiber may have broken proximal to the gold tip.